Event description:
The customer reported a shock delay during sync cardioversion. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported a shock delay during sync cardioversion. There was no negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.